Manufacturer narrative:
Pump alarmed button error and had no button response due to corroded keypad traces. Unable to test for unexpected weak battery alarm and the operating currents due to no button response. Pump had cracked display window, cracked case at display window corner (lower left and lower right corners), cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 55 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.